Manufacturer narrative:
(B)(4).there was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event, resulting in medical intervention. Please note, diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015. During conversation with dexcom ts, patient became confused, was not making sense and even unresponsive at times. Patient kept repeating complaints of being hot. Dexcom (ts) contacted emergency services. Emergency dispatcher confirmed sending ambulance to patient's home address. When paramedics arrived at patient's home, his blood glucose levels were reported to be at 20mg/dl. Patient was transported to the hospital by ambulance. Patient was not wearing dexcom equipment at the time of the event. Patient was released from the hospital around 1:00 am on (B)(6) 2015. No additional event or patient information is available.